Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a few days ago they noticed the stimulation was fluctuating back and forth. The patient was trying to increase the stimulation level, but the stimulation would turn off and they would have to turn it back on. The patient said this occurred once the stimulation level got to "1 point something." Troubleshooting could not be performed because the patient did not have their equipment with them at the time of the call. Agent advised the patient call back with their equipment for further troubleshooting. The patient was difficult to understand.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back with external controllers present. Patient clarified that while adjusting their therapy, they would get a 'device not found' message prompting them to 'retry.' Agent explained meaning of this message. Agent also walked patient through how to connect to ins, the difference between programs, and how to properly adjust therapy.